Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the data acquisition (da) printed circuit board (pcb). During follow up, the customer reported that they changed the da pcba, however, the failure persisted. The customer reported that they found the front plate of the 0.25 inch adapter had broken off and become lodged within the patient circuit tubing. The customer removed the piece of plastic and the device passed all tests.

Event description:
It was reported that during performance verification testing (pvt), the v60 ventilator failed the s/t performance test. The ventilator was not in use on a patient at the time of the reported event.